Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called in to report hospitalization on (B)(6) 2016 due to low blood glucose levels. The customer also reported receiving a motor error alarm. The customer's blood glucose level was 20 mg/dl. The customer did not provide additional information regarding the hospitalization. The customer performed the displacement test and it passed. The customer was advised to discontinue using the insulin pump and to revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
The pump was received with a motor error alarm during th rewind due to an out of phase motor encoder signal. Unable to perform the functional testing including the displacement, rewind, basic occlusion, occlusion, prime or no delivery alarm tests due to the motor error alarms. The pump had a cracked case at the display window corner.